Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the doctor found the day after the surgery, that the patient had 2 dbs leads in the left brain. They noticed it on the CT the next morning. They then called and proceeded to revise the procedure by removing the misplaced lead and using a new one to place it in the right brain. The patient was fine and the product was disposed of. The surgeon found that they placed both leads on one side of the brain instead of bilaterally so the next day they took them back to surgery and implanted the other lead on the correct side of the brain so the patient had a lead in each hemisphere. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep supplied the lot number of the lead removed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was discussed with the physician and it was agreed with what was previously stated. There were no further complications reported.